Event description:
It was reported the pt had a lead revision on (B)(6) 2009. It was reported the pt felt good stimulation at implant, then stimulation moved ten days post implant. Programming did not solve the problem. After the revision, the pt reported some improvement, but the stimulation "crosses the area, but does not penetrate it profoundly." It was stated the pt moved from the area, and no further info was obtained. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).